Event description:
The surgeon inserted an aa4204vf silicone plate lens, but the lens tore. The lens was removed without enlarging the incision. There was no pt injury. The reporter stated it was unk what caused the lens to tear.